Event description:
The manufacturer received information alleging a ventilator pressure issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board, active exhalation control module and overhead blower filter need replaced due to contamination.